Manufacturer narrative:
H6 medical device problem code: 1494 - should be removed from initial MFR report. Claim (B)(4)

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -2.25 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and this resolved the problem. Cause of the event was reported as unknown.